Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, a high impedance and threshold was noted on the right ventricular lead. The lead was capped and a new lead was implanted with good electrical measurements. The patient was in stable condition.